Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in a vehicular accident after having experienced a low blood glucose event while driving. The customer's blood glucose was under 20 mg/dl. The customer's mother stated that the customer had low blood glucose while driving and drove into a wall. She stated that the customer lost the insulin pump during the incident. The customer's most recent blood glucose was 236 mg/dl. The caller was unsure how the customer was treated upon admission, but she noted that the customer was unconscious and may have been treated with intravenous medications. She was unsure how long the customer experienced low blood glucose or what the perceived cause of low blood glucose was. She noted that the customer experienced severe trauma. The caller was advised that the insulin pump would be replaced.